Event description:
It was reported that during the implant procedure, the physician had positioning difficulties with the lead, high/unstable/unmeasurable thresholds were reported, and there was a high resistance/impedance problem. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies found. Upon visual inspection it was noted that the inner insulation of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that there was apparent explant damage to the lead.